Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz3631 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the dilator is defective, with irregularities on the edge and causing a step that makes insertion difficult. Another box was opened for a replacement.